Manufacturer narrative:
(B)(4).

Event description:
It was reported a long charge time limit was observed after being initiated by a capacitor maintenance testing. Normal charge time measurements were measured three times. The patient has not had any related symptoms. The estimated longevity was found to have rapidly declined to elective replacement indicator due to the frequent charging. The device was explanted and replaced. The patient was discharged and will return for a follow-up.

Manufacturer narrative:
The extended charge time observed in the field was confirmed. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.